Event description:
It was reported that an electrosurgical unit (esu/generator) was used in a colonoscopy to remove polyps. The medical center documented in their medwatch report, number (B)(4): "pt underwent a diagnostic colonoscopy with 4 polypectomies on (B)(6) 2010. During first 2 polypectomies, provider expressed concern that erbe was cutting too quickly and did not seem to be coagulating. Machine taken out of service and second machine provided for use. Pt discharged home same day. Pt presented to ed on (B)(6) 2010, with perforation of colon - surgical intervention in operating room."

Manufacturer narrative:
The esu with its double pedal footswitch (part number (B)(4), lot number zx-zr) were returned and thoroughly inspected/tested. The unit was found to be functioning as intended. The eval included an electrical safety check, a function check of each of the equipment's features, and a power output check. The generator was/is within specifications and all features were/are functioning properly. The foot switch was also found to be functioning properly. Finally, no anomalies were found in the device history record (DHR) of the involved device. In conclusion, no equipment problem was found that would have caused or contribute to the event (note: some unrelated service work was performed on the generator.). The unit's endocut mode was found to be turned "off" when returned to erbe for the eval. Therefore it is possible that only the "cut" mode was used instead of the desired endocut mode (note: as directed the mode was turned "on" as a default setting when sent back to the customer's facility.). This would explain the physician's description of the unit "cutting too quickly" without coagulating. Nonetheless, it appears that upon removal of the polyps, the remaining bowel wall was not sufficient to stay intact which resulted in the perforation. However, no conclusive determination as to the cause of the event could be made. The involved medical personnel are being made aware of the findings. To further address the issue, additional in-service work was performed with the involved medical staff on (B)(4) 2010. Also, additional training was being planned for the following week. No trends have been identified with this incident. Erbe USA, inc. Is now closing the file on this event.